Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Device was explanted due to under-sensing and patient complaint of chronic discomfort. Should additional information be received, this report will be updated.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were reviewed and all production steps were performed accordingly. In particular, the final acceptance test proved the device functions to be as specified. The memory content of the device was inspected, showing a normal device function while implanted and in service. The battery status showed 90 percent. The analysis revealed no indication of a device malfunction.